Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 527 mg/dl. The customer was treated with bolus with the insulin pump. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The patient was kept for 4 days and sent to a rehabilitation due to detoxication. The customer was advised to disconnect to the insulin pump. The customer will call back when feeling better to complete troubleshooting and when receives clamps to complete high pressure testing.